Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) after reviewing a knowledge article, the memory card was replaced as per the provided instructions. The device was still not detected, following which the router was replaced, after which the device came back online. The device was then reconfigured in the hardware test application, and the failed storage space was recovered. The refrigerator door and three rows of bins were tested and confirmed to be functioning successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.